Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, noise, a large amount of short v-v intervals and noise recorded as non-sustained ventricular tachycardia (vt). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.